Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure the wiper on the vsp550 moved when it was lightly touched and would stop in the middle of the lens. It seemed to the user that the v-keeper was looser than it had been in the past. The lower part of the patient's leg had to be opened to complete the procedure. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2016. (B)(4). The sample was not returned for evaluation and a lot number was not provided; therefore, a complete investigation could not be performed and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.